Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw inserter was found with a fractured tip after a surgical procedure. There were no reported surgical impacts associated with this event.

Manufacturer narrative:
Additional information: the returned driver was examined and found to have fractured at the tip. The cause of this event can likely be attributed to off-axis applied force during use. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a screw inserter was found with a fractured tip after a surgical procedure. There were no reported surgical impacts associated with this event.